Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results found that one device was returned with an ecr60b cartridge reload present. The reload was received fully fired. Furthermore, the cartridge pan was dislodged and one double driver was out of position. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and no anomalies were noted. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic esophagectomy, the cartridge pan stuck between jaws when a nurse replaced the used cartridge after an unknown stroke of the 1st firing for stomach tube formation. Although another cartridge was intended to be loaded into the same device, it could not be loaded into. Another device and another cartridge were used to complete the case. There were no adverse consequences to the patient. Reinforcement material was not used. The cartridge color was blue.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the cartridge pan separate plastic from metal? -- yes. Did any pieces fall into the patient? -- no. How was the patient impacted? ¿ n/a.